Manufacturer narrative:
Citation: muñoz-garcia e et al. Comparison of survival between patients with degenerated bioprostheses and aortic stenosis who underwent transcatheter aortic valve replacement. J am coll cardiol. 2020 oct, volume 76 (supplement 17) b33. Https://www.jacc.org/doi/ 10.1016/j.jacc.2020.09.088. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the comparison of clinical outcomes for patients implanted with a transcatheter aortic valve replacement (tavr) to treat a degenerated bioprosthetic valve or aortic stenosis. All data were collected from two centers. The study population included 765 patients (mean age 79.4 years), all of whom were implanted with medtronic corevalve (no serial numbers provided) to treat a degenerated bioprosthetic valve (n=21) or aortic stenosis (n=744). Among all patients, in-hospital mortality was 0% in the degenerated bioprosthetic valve group and 3.8% in the aortic stenosis group. Late mortality was 35.8% in the degenerated bioprosthetic valve group and 38.1% in the aortic stenosis group. No further details were provided regarding these deaths. Based on the available information medtronic product was not directly associated with the death(s). Among all patients, adverse events included: myocardial infarction (mi), stroke, vascular complications, permanent pacemaker, acute kidney injury, high gradients (mean maximum of 20.05 mm hg), moderate to severe aortic regurgitation, and moderate to severe patient-prosthesis mismatch (ppm). Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.